Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the interconnect flex and main printed circuit board were out of specification, the sensitivity was out of specification. It was also noted that the upper case was broken, the battery drawer end cap, side bail covers and ring cover were contaminated, the ring was bent, and the serial number label was torn.

Event description:
It was reported that during routine testing the sensitivity of the external pulse generator was found to be out of specification. The generator was returned for service. There was no patient involvement associated with this event.